Event description:
The balloon delivery system catheter separated and the distal portion of the balloon and the distal nose cone remained in the body. After using multiple catheter techniques, multiple snares, multiple wires and multiple repositionings the device was ultimately successfully retrieved via the ipsilateral artery. The entire unit was withdrawn through the 20 mm gore dry seal sheath and then a new 20 french gore dry seal sheath was placed. The equipment was retrieved and inspected and verified that all portions were accounted for.